Event description:
It was reported that the patient underwent a gastric surgical procedure on (B)(6) 2015 and suture was used on the duodenum with t-t anastomosis. On (B)(6) 2015, the patient experienced acute abdomen symptoms and dehiscence. The patient was transported to another hospital and underwent re-operation. During the re-operation, the surgeon opined that the suture appeared loosened and their impression was suture had decreased tensile strength. It was reported the re-operation was completed by standard procedure. The current patient status is satisfactory.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.